Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their reservoirs. The customer states they had reservoir leaks. The customer's blood glucose level at the time of incident was unknown. The customer states the leak is past the o-rings. Insulin was noted to be in the reservoir compartment. Troubleshoot was conducted. The customer was advised replacement reservoirs would be sent.